Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While removing the poly insert from the baseplate the metal part of the implant became separated from the poly. We opened a new #6 19mm ps poly and it was inserted. As per the sales rep on 3/21/2016: this was an intraoperative event during a primary surgery.

Manufacturer narrative:
An event regarding difficulty assembling a triathlon ps insert into the baseplate was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the returned component indicate that the types of damage observed on the insert are indicative of an attempt to assemble the insert with a baseplate component where an obstruction on the posterior aspect of the insert may have been the reason that the user failed to position the insert correctly on the baseplate. Medical records received and evaluation: not performed as the reported product was not implanted. Device history review: all devices were accepted into final stock with no reported discrepancies. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: based on the visual inspection of the returned component, it appears that an obstruction on the posterior aspect of the insert may have been the reason that the user failed to position the insert correctly on the baseplate. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
While removing the poly insert from the baseplate the metal part of the implant became separated from the poly. We opened a new #6 19mm ps poly and it was inserted. As per the sales rep on 3/21/2016: this was an intraoperative event during a primary surgery.